Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device/: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse followed the helium leak troubleshooting guide and discovered a leak between the tank valve and helium regulator as well as a leak at the quick connect fitting due to a damaged / missing o-ring. To fix the issue, the fse replaced the o-ring, (B)(4) and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6)).